Event description:
It was reported that the accunet was used and an acculink was successfully deployed. The accunet was removed from the pt without any problems. A run was done and at this point, the pt suffered a stroke (neurological event). The pt was sent for a CT scan. The CT scan did not show any signs of a major stroke. Additional information provided in 7/2005, revealed that the pt condition had improved, although the pt has not recovered completely. This is being reported as a neurological event and not a stroke, because the CT scan did not show signs of a stroke.